Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that the breaker was tripped. The system 1 unit ran on battery and then the battery was drained. The device was not changed out. The surgical procedure was completed successfully, and there were no delays or adverse consequences to the pt. Tech support assisted the biomed tech in checking to see if the unit was charging. Twenty-four hours later, the battery consumption indicator showed charged and everything appeared normal in the power mgmt system. Investigation in process but not yet completed.